Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. The physician stated the use of the graftmaster covered stent did not cause or contribute to the reported unrelated death. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the diagonal coronary artery. The 3.5x16 mm graftmaster covered stent could not cross to treat the perforation due to the anatomy and no other devices could cross either. The use of the graftmaster covered stent did not cause or contribute to adverse events or complications; however, the patient expired due to asystole. The patient was declining in health towards death before the use of the graftmaster. There were no other device issues. No additional information was provided.